Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts deformed and misaligned. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed and was checked outside the patient's body, it was noted that the distal part of the stent was flattened. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed and was checked outside the patient's body, it was noted that the distal part of the stent was flattened. The procedure was completed with a different device. No patient complications were reported.